Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The sys error 322 was confirmed through a review of the device history log but could not be reproduced during testing. The latch switches were monitored and found to be out of specification, which is related to a sys error 322. The upper latch switch was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a sys error 322. The customer stated that there was no pt involvement and the alarm could not be reproduced during testing unless the door was intentionally closed incorrectly.